Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 01/12/2018. Device returned to manufacturer? Yes. Device evaluation: the sample was returned to the manufacturer. Visual inspection at 12x microscope magnification was performed. It can be seen that the lens was contaminated and it was cut in the middle probably to make explant possible. The complaint cannot be confirmed. Manufacturing record review: manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this production order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxt300 17.0 diopter intraocular lens (iol) was implanted in the left eye (os) on (B)(6) 2017 using a capsular tension ring (ctr). Once the lens was in the capsular bag, the doctor started moving the lens around and the iol ended up popping out of the capsular bag and caused it to tear. The doctor tried performing a reverse optic capture, but he iol didn't stay well-centered and he couldn't suture it into good position either. Post-operatively, because the lens didn't stay centered, the doctor attempted a lens repositioning procedure on (B)(6) 2017, but was unable to keep the lens centered. Also, a pars plana vitrectomy was performed after the lens repositioning. The lens was later explanted on (B)(6) 2017 and the replacement lens was a non-amo lens. There was no patient injury post-operatively. No additional information was provided.